Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 19 mg/dl. Bg was addressed via consumption of carbohydrates. The customer declined troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, customer reverted to an alternate form of insulin therapy.